Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to change the cartridge. Reportedly, the cartridge was filled with approximately 350 units of insulin. The customer's blood glucose level was 400 mg/dl, and was addressed with a correction bolus via the pump. The customer loaded a new cartridge successfully.